Manufacturer narrative:
Insulin pump alarmed during rewind due to an out of phase motor encoder signal. Damages to the display window also noted.

Event description:
It was reported that the insulin pump over-delivered insulin. The reservoir was completely empty. The blood glucose reading was 166 mg/dl. Customer is a brittle diabetic. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.